Event description:
It was reported that attempts to interrogate the patient&#39;s device with the physician&#39;s programming tablet were unsuccessful. Another programming system was used and the patient&#39;s device was able to be interrogated. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that there were no issues with the tablet device but instead the healthcare professional was unfamiliar with the use of the tablet device. The tablet device did not require replacement and continued to be used without any issue.